Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure, using an uphold vaginal support system, the needle detached from one of the mesh leg assemblies. The physician took an x-ray, which appeared to show the needle inside the pt. The physician decided to leave the needle in place. The procedure was completed with this device, without any further complications to the pt. The day after the procedure, the physician took another x-ray of the pt, and could not locate the needle. He opined that the needle may have actually fallen outside the pt and gotten caught in the surgical drape. The pt is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.